Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # 512c45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired with the reload body damaged and broken. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 512c45, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.